Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the battery drawer and case halves were broken, it could not be confirmed that the battery release switch was damaged, the battery release was working correctly, however pieces of the broken upper case were in the battery compartment but it was not hindering battery release movement. It was also noted that the upper case was broken, the lower case was broken and corroded, both bail covers and ring cover were broken, the lead flex cover was corroded, the battery contacts were compressed, one bail was missing, the ring was bent and the keyboard window was scratched. (B)(4).

Event description:
It was reported the battery compartment and release switch on the epg (external pulse generator) was damaged, and the case was cracked on the left side. The epg was returned for repair and calibration. There was no patient involvement.